Event description:
Description: patient was ordered ambu action pump with 600ml of ropivacaine 0.2 percent at a rate of 10ml/h - putting the mark between 5 and 15, to correctly lock rate at 10ml/h, mark should have been set between 9 and 11, rn verified solution with barcode scanning and checked rate prior to administering to the patient. The nurse taking care of the patient the next day was concerned that the pump was not set correctly, primarily because the patient was complaining of pain. When she looked at the pump/regulating set, she thought patient was not getting any medication because it looked like it was set to "stop." Pharmacist came up to patient's room with new regulating set correctly locked at 10 ml/h. When removing old set, pharmacist confirmed that bag was not full and that patient must have been receiving medication. (So not sure why patient was complaining of pain, but it was not because no drug was not infusing. Unable to say with certainty what rate drug was infusing, but it was infusing. Patient's pain level did increase after rate was properly set to 10 ml/h, so most likely the previous rate was greater than 10ml/h.) Reporting this event because design of ambu regulating set 5-15 ml/h contributed to this error. Product representative was made aware by anesthesiologist and rep is coming in next week for more training of all staff. Pictures that are attached to this report were shared with all pharmacy staff to make them aware of error and we are actively working on a better solution to preventing error in future. Medication administered to or used by the patient: yes. Level of staff who discovered the error: pharmacist. (B)(6).